Event description:
It was reported to medtronic minimed that the customer reported the differences between sensor glucose and blood glucose levels consecutively for two days, and the insulin delivery was not suspended. The customer reported a blood glucose value of 43 mg/dl, and the sensor glucose value was 98 mg/dl at the time of the incident. The difference between sensor glucose and blood glucose values was 55 mg/dl, and it is beyond the 30% limit. The hypoglycemia event was treated with glucose/carb intake. The event involved product(s) unomedical, mmt-1884, mmt-7040a, unk_reservoir. Troubleshooting was performed for the sensor glucose vs blood glucose, and the customer is reporting a discrepancy between sensor glucose and blood glucose, which is not within range after fewer than 4 days of wear. Troubleshooting was performed for the hypoglycemia, and the identified pump was over-delivering. The customer was using the insulin pump within 48 hours of the reported event. The customer was using the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for unk_reservoir. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for unomedical.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.